Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years, a computed tomography was performed. The study demonstrated a tilted inferior vena cava filter with leg penetration toward arterial side with possible penetration of the limb into the adjacent artery. Also, posteriorly there was again vascular penetration, without definitive penetration into the disk and anteriorly there was leg penetration that came adjacent to but does not penetrate bowel. Around, two years and nine months later, the patient was admitted. The inferior vena cava filter was placed which was now tilted with penetration. The patient reported abdominal pain, which was subxiphoid and radiates to the back which worsens with palpation. The patient stated that the pain was also associated with eating as diffused chronic pain. Multiple images were reviewed, as the filter was poorly penetrated at that time deployment. Computed tomographic images for the duration of past three years also reviewed it was assessed as a bard g2x inferior vena cava filter with appropriate positioning complicated by large patient body habitus, now with tilting and significant leg penetration with possible arterial injury. A discussion was concluded as the patient was not a filter candidate, and the inferior vena cava filter will be removed or attempted for removal without filter replacement. Around, one month and one week later, through the right internal jugular vein approach, the bard g2x filter was removed. An initial inferior vena cava venography demonstrated the filter to be tilted and perforated the walls. During removal, initially a 10 french bard retrieval set was advanced and multiple attempts were made to snare the tip of the filter but were unsuccessful. After multiple attempts were made, finally the filter was removed successfully. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 03/2012), g3, h6 (device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts perforated into the organs, and tilted with the filter becoming embedded in the inferior vena cava wall. Reportedly the patient experienced abdominal pain. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five and a half years post filter deployment, the patient presented for an ivc filter follow up consultation. Previous CT images demonstrated a tilted ivc filter with leg penetration toward the arterial side with possible limb penetration into the adjacent artery. Posteriorly there was vascular penetration without definitive penetration into the disk, anteriorly there was leg penetration that was adjacent to, but does not penetrate the bowel. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2012; manufacturing date: 03/2009.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Reportedly the patient experienced abdominal pain. The device was removed. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, the filter struts perforated into the organs, and tilted with the filter becoming embedded in the ivc wall. Reportedly the patient experienced abdominal pain. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five and a half years post filter deployment, the patient presented for an ivc filter follow up consultation. Previous CT images demonstrated a tilted ivc filter with leg penetration toward the arterial side with possible limb penetration into the adjacent artery. Posteriorly there was vascular penetration without definitive penetration into the disk, anteriorly there was leg penetration that was adjacent to, but does not penetrate the bowel. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for detachment. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012); (manufacturing date: 03/2009).